Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was cardiopulmonary arrest. No additional information was reported. Related manufacturer reference number: 2017865-2019-10828.

Manufacturer narrative:
Analysis was normal. No anomalies were found.